Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had cord damage. The device was not being used during surgery. It is known that no pt/user injury or medical intervention occurred. It is unk if a delay occurred during the surgical procedure. The date of the event is unk. There was no add'l info provided.